Event description:
Right intermediate siderail would not latch. There were no injuries in this event.

Manufacturer narrative:
Upon complaint review, it was determined that is a reportable event for siderail not latching. Replacement inline spring kit installed, which resolved the problem.